Event description:
It was reported that during an unrelated procedure, insulation damage was observed on the right atrial (ra) lead. The insulation damage was addressed with medical silicone and the placement of a suture sleeve over the damaged area. The ra lead remains implanted and in use. The patient was in stable condition.